Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined to return pump and no further investigation or corrective actions were documented, and no additional information was received regarding the outcome of the event.